Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an insulation breach was observed on the right atrial lead. On (B)(6) 2017 the lead was explanted and replaced. The patient¿s condition before, during and post procedure was stable.